Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via a call center and forwarded by our local affiliate (B)(4). This case involves a male patient (age nos) who received poly-l-lactic acid therapy (sculptra) 30 days ago. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient began presenting with an elevation at the application site. No further information was reported and the physician's contact information was not provided. Event outcome is unknown. Addendum for follow-up information received on jul-18-2009: attempts to contact the reporter have been unsuccessful and the physician's contact information was not provided; therefore at present, no additional information is available.